Manufacturer narrative:
The device was inspected before use with no issues noted. Resistance was not encountered while advancing the device to the lesion. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During a ptca procedure an attempt was made to use a sprinter otw ptca balloon catheter to pre-dilate the left obtuse marginal. The left coronary system was noted to be heavily calcified. The sprinter balloon was advanced over a 0.14 coronary wire. It was reported that when an attempt was made to pre-dilate the first obtuse marginal a balloon rupture and fragmentation occurred. Multiple attempts were unsuccessful in freeing the retained portion of the trapped balloon. The fragment was then stented against the vessel wall. The vessel was then re-vascularized. The patient was reported to be doing well post procedure.